Event description:
Healthcare professional reported that ventricular sensing was lost with a 6495 wire after a bradycardic pt, who was treated with beta blockers, had been successfully paced for 48 hours. Ventricular sensing was also lost in the vvi mode. It was verified that the initial pacing thresholds were good. The wire will not be returned for analysis. There were no adverse effects to the pt.